Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1027975 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1027975 and test base part number 190-430 / lot 1027975.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1027975 showed that the complaint rate is (B)(4)% abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference manufacture report numbers: 1221359-2021-01954, 1221359-2021-01955, 1221359-2021-01956.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient one (1) of four (4). The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2021 on a direct tested nasopharyngeal swab. Cephid pcr confirmation testing performed on 10jun2021 generated negative results. The customer stated the patient was asymptomatic. The patient was placed on covid isolation precautions and was required to undergo another specimen collection due to false positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.